Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported to the clinic remotely that the right ventricular lead exhibited oversensing. Programming changes were recommended. No patient symptoms were reported.